Manufacturer narrative:
Based on the device analysis and reported information, the report of marker band dislodge was confirmed. The returned microcatheter distal marker band and the distal tip was found to be separated and missing from the microcatheter. The returned microcatheter was found to be flattened. The tubing material at the distal separated end of the catheter exhibited plastic deformation (jagged edges and stretching) which indicated the microcatheter separated when exceeding the tensile strength of the tubing material. All products are 100% inspected for damages and irregularities during manufacture. Per the microcatheter¿s instructions for use (IFU): ¿the catheter should be manipulated under fluoroscopy only. Do not attempt to move the catheter without observing the resultant tip response. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is expected to return for evaluation. Once received and evaluation has been completed, or additional information has been received, a supplemental report will be submitted. Without the device returned, the likely cause of the clinical observation cannot be determined at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after performing thrombectomy, the marksman microcatheter was removed from the patient and the tip was observed to be damaged with the distal tip left in the patient's head. The patient presented with a severe stroke in the right proximal m1. The patient also had a very sclerotic carotid. The patient was receiving mechanical thrombectomy for this issue. Vessel tortuosity was moderate and the access vessel was the ica. The reported device and any accessory devices were prepared as indicated in the IFU. The 9f balloon catheter was used and the ica was accessed with a 5f catheter. The balloon appeared to be kinked but was still inflated and the case continued. Then non-medtronic balloons were used for dilation. Balloon dilation did not achieve much, but was able to advance the wire and marksman catheter to the clot. There was force required during delivery or removal of the catheter. Thrombectomy was performed with a 4x40 solitaire device without significant improvement. When the marksman was removed, the distal end was completely damaged and the solitaire was sticking out of the distal end of the catheter and could not be removed. The missing tip was not noticed at this time. Another catheter was th en advanced with the wire, which tracked fine and the wire was removed to perform a captive procedure. Large clot came out on the stent. At this point, the distal tip of the marksman was found located in the distal branch of the artery and was left there in the patient.

Manufacturer narrative:
The microcatheter was received and assessed. No issues were observed with the microcatheter hub. The microcatheter body was found to be flattened near the distal end, the distal marker band and ~1mm of the distal tip was found to be missing from the catheter. It was reported the distal marker band and tip remains within the patient. The device could not be used for testing due to its damaged condition. No other anomalies were observed. The device analysis is still underway a supplemental report will be submitted when the device analysis has been completed. MDR linked with: 2029214-2018-00006. If information is provided in the future, a supplemental report will be issued.